Manufacturer narrative:
(B)(4). Approximate age of device - 22 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had multiple gastrointestinal bleeds. The patient underwent a push enteroscopy, colonoscopy and esophagogastroduodenoscopy. An ulcer and arteriovenous malformation were identified in the patient's stomach and were clipped and cauterized. The patient was kept on aspirin but discontinued on coumadin. The patient's inr was reported to be sub therapeutic and the patient was placed on a heparin drip. The patient received a total of 6 units of packed red blood cells.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.